Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideoscope had foreign material in the auxiliary jet channel. The issue occurred during diagnostic procedure while the patient was under sedation. The intended procedure was completed with the same device. There were no reports of patient harm.